Event description:
A facility reported a physician found a split on the silicone tube of a microsensor (ID 826633) and there was cerebrospinal fluid (csf) leaking out from the split. The sensor was implanted on (B)(6) 2024 and was used along with the icp monitor 826635 and cable 826636. The physician retrieved the device and stop the monitoring. The patient is stable and did not experienced any signs and symptoms due to device issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.